Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 16-aug-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the user scanned the medication, and the system displayed the wrong medication. A technical support specialist (tss) connected remotely to the server to review the reported issue of an incorrect medication being displayed after scanning. The tss verified the customer report and compared the reported timeframe with the system activity during the event. The review confirmed that the scan involved a random barcode that was not associated with a configured medication item in the system, which resulted in an incorrect match being displayed. Based on the findings, the issue was determined to be related to the barcode scanned rather than a system malfunction, and the case was closed. The system functioned as intended after technical support specialist investigated the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary a nurse scanned docusate 100 mg capsule on device 5a on (B)(6) 2026 at (B)(6); however, the system displayed incorrect medication information, shown senna 8.6 mg instead. No transaction record was found indicated that an incorrect medication was scanned. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.